Event description:
It was reported that the patient experienced ineffective therapy with their drg system. Diagnostics indicated high impedances on the left l2 drg lead. As a result, surgical intervention took place on (B)(6) 2025 wherein the impeded lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.